Event description:
Reporter alleged that there were signs of melting or burning on the inform meter and a note that there was almost a fire on it. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.